Event description:
Customer reported the system intermittently alarms. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found customer power supply was not the correct voltage. Moved system to another outlet and system operates as intended. This MDR is related to ge healthcare complaint number.